Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent plif surgery at l4/5 level for l4 spondylolisthesis on (B)(6) 2015. On (B)(6) 2015, the patient complained of pain and numbness on the right leg in the standing position. The surgeon suspected that cbt screw at l4 right was possible deviated medially. On (B)(6) 2015, revision surgery was operated to remove the screw and replace with lamina hook because it was confirmed that the screw penetrated inside of pedicle. Oic-peek of different manufacturer was used in conjunction with the product.